Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy ectopic, still birth/miscarriage.') And abortion of ectopic pregnancy ('pregnancy ectopic, still birth/miscarriage') in a 39-year-old female patient who had essure (batch no. D23517, cs000xc) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "made 2 attempts on right side. The coil ejector jammed and the essure representative present provided another one to complete the procedure" in may 2017 and device ineffective "pregnancy ectopic, still birth/miscarriage." The patient's medical history included parity 3 (((B)(6) 2008; (B)(6) 2011; (B)(6) 2016)). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced the first episode of menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), anxiety ("anxiety") and stress ("stress"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), headache ("headache") and visual impairment ("vision problems"). The patient was treated with surgery (dilation and curettage procedure and dilation and curettage procedure, tubal ligation). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, dyspareunia, pelvic pain, abdominal pain, the last episode of menorrhagia, vaginal infection, headache, visual impairment, vaginal haemorrhage, anxiety and stress outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, anxiety, dyspareunia, ectopic pregnancy with contraceptive device, headache, pelvic pain, stress, vaginal haemorrhage, vaginal infection, visual impairment, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure confirmation test unknown: left occlusion only. Lot number: cs000xc manufacturing date: 2015-10, expiration date: 2018-06. Lot number: d23517 manufacturing date: 2014-10, expiration date: 2017-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy ectopic, still birth/miscarriage.') And abortion of ectopic pregnancy ('pregnancy ectopic, still birth/miscarriage') in a 39-year-old female patient who had essure (batch no. D23517,cs000xc) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "made 2 attempts on right side. The coil ejector jammed and the essure representative present provided another one to complete the procedure" in may 2017 and device ineffective "pregnancy ectopic, still birth/miscarriage.". The patient's medical history included parity 3 (((B)(6) 2008; (B)(6) 2011; (B)(6) 2016)). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), anxiety ("anxiety") and stress ("stress"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), headache ("headache") and visual impairment ("vision problems"). The patient was treated with surgery (dilation and curettage procedure and dilation and curettage procedure, tubal ligation). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, dyspareunia, pelvic pain, abdominal pain, vaginal infection, headache, visual impairment, menorrhagia, vaginal haemorrhage, anxiety and stress outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, anxiety, dyspareunia, ectopic pregnancy with contraceptive device, headache, menorrhagia, pelvic pain, stress, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure confirmation test unknown: left occlusion only. Lot number: cs000xc manufacturing date: 2015-10-08, expiration date: 2018-06-28. Lot number: d23517 manufacturing date: 2014-10-23 expiration date: 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Event menorrhagia duplicate entry deleted. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy ectopic, still birth/miscarriage.') And abortion of ectopic pregnancy ('pregnancy ectopic, still birth/miscarriage') in a 39-year-old female patient who had essure (batch no. D23517,cs000xc) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "made 2 attempts on right side. The coil ejector jammed and the essure representative present provided another one to complete the procedure" in (B)(6) 2017 and device ineffective "pregnancy ectopic, still birth/miscarriage.". The patient's medical history included parity 3 (B)(6) 2008; (B)(6) 2011; (B)(6) 2016). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), anxiety ("anxiety") and stress ("stress"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), headache ("headache") and visual impairment ("vision problems"). The patient was treated with surgery (dilation and curettage procedure and dilation and curettage procedure, tubal ligation). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, dyspareunia, pelvic pain, abdominal pain, vaginal infection, headache, visual impairment, menorrhagia, vaginal haemorrhage, anxiety and stress outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, anxiety, dyspareunia, ectopic pregnancy with contraceptive device, headache, menorrhagia, pelvic pain, stress, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure confirmation test unknown: left occlusion only. Lot number: cs000xc manufacturing date: 2015-10-08, expiration date: 2018-06-28; lot number: d23517 manufacturing date: 2014-10-23 expiration date: 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2021: mr received : reporter added, rcc and essure insertion date updated. Case became medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy ectopic, still birth/miscarriage.') And abortion of ectopic pregnancy ('pregnancy ectopic, still birth/miscarriage') in a 39-year-old female patient who had essure (batch no. D23517, cs000xc) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "made 2 attempts on right side. The coil ejector jammed and the essure representative present provided another one to complete the procedure" in may 2017 and device ineffective "pregnancy ectopic, still birth/miscarriage.". The patient's medical history included parity 3 (((B)(6) 2008; (B)(6) 2011; (B)(6) 2016)). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced the first episode of menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In may 2017, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), anxiety ("anxiety") and stress ("stress"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), headache ("headache") and visual impairment ("vision problems"). The patient was treated with surgery (dilation and curettage procedure and dilation and curettage procedure, tubal ligation). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, dyspareunia, pelvic pain, abdominal pain, the last episode of menorrhagia, vaginal infection, headache, visual impairment, vaginal haemorrhage, anxiety and stress outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, anxiety, dyspareunia, ectopic pregnancy with contraceptive device, headache, pelvic pain, stress, vaginal haemorrhage, vaginal infection, visual impairment, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure confirmation test unknown: left occlusion only. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events" abnormal bleeding (vaginal, menorrhagia), anxiety, device malfunction and stress" were added. Patient demographics, medical history, lab data, essure lot number reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy ectopic, still birth/miscarriage.') And abortion of ectopic pregnancy ('pregnancy ectopic, still birth/miscarriage') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy ectopic, still birth/miscarriage." On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), headache ("headache") and visual impairment ("vision problems"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, dyspareunia, pelvic pain, abdominal pain, menorrhagia, vaginal infection, headache and visual impairment outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abortion of ectopic pregnancy, dyspareunia, ectopic pregnancy with contraceptive device, headache, menorrhagia, pelvic pain, vaginal infection and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2017: essure confirmation test unknown: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received, event injury was deleted. New events pelvic pain, abdominal pain, dyspareunia, menorrhagia, ectopic pregnancy on contraceptive device, device ineffective, abortion of ectopic pregnancy, vaginal infection, headache, vision problems and lab data were added. Reporter address were added. Device insertion date updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.